Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that she had blood sugar levels of 600 on (B)(6) 2014. Patient's receiver was displaying an out of range signal. Patient's doctor advised patient to do more finger sticks to monitor patient's blood sugar. Patient claimed she felt like her blood sugar was out of control at the time of contact with dexcom technical support. Dexcom has issued an rga for patient to return the device to be investigated.